Event description:
A malfunction was reported in the form of a cgm error 42 by a caller. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and following this, the cgm error was resolved, and the caller successfully initiated their sensor session.